Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the stylet (irrigation bi fcp stylets) was not returned for evaluation. The forceps was received inside the original packaging. However, the plastic pouch appears to have been open. Visual evaluation of the forceps did not reveal any anomalies, the distal flow path appeared clean and open. A control stylet could be easily inserted into the flow path with no resistance and could be advance the entire length of the flow path indicating that the flow path is unobstructed. The reported "stylet broke off during testing/cleaning" could not be confirmed in the laboratory. The broken stylet was no returned for evaluation, as such it is not possible to evaluate the stylet and verify the reported "stylet broke". We will continue to monitor for this or similar complaints for this product code. The lot number was not provided for 801130stylet, therefore; the DHR could not be reviewed. The most recent complaint and smt presentation has been reviewed and this product family did not exceed the upper control limit for complaints. The DHR for the returned forceps p/c 802988 did not reveal any anomalies during the manufacturing processes. A review of complaint records (for forceps) for the previous 12 months did not identify any confirmed similar complaints for this lot and product code combination. No further action is required. This complaint is considered to be closed, should the stylet be returned at a later date this complaint will be re-opened and an investigation will be performed. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
As reported by the us rep, a new codman forcep stylet broke off during testing / cleaning. Event did not occur intra operatively; no delays were reported.